Event description:
It was reported that a screw pulled from the bone of obese patient. It was removed. Doctor does not believe it was hardware issue.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number was not identified; therefore, the device history records were not reviewed. Based on the information provided the results conclude that the most likely root cause is patient related. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Multiple MDR reports were filed for this patient. MDR: 9610905-2022-00056. Possible screws identified: 24-016-07-70, 24-016-07-74. Possible lots: 33452810, 33472488, 33334945.

Manufacturer narrative:
Manufacture dates: 2022-01-19, 2022-04-12, 2019-10-16. Corrections/typos: d4: 24-016-07-09, d9: yes, h3: yes, h6: type of investigation codes. H10: investigation correction device received: an investigation was performed in the lab and there were no indications of material or manufacturing defects. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number identified was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. The investigation results conclude that the root cause is patient related as no device issue was found. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.